Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient¿s mother contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter read inaccurately erratic. The complaint was classified based on the customer care advocate (cca) documentation, since the reporter was unable to be reached by phone for additional information. The patient¿s mother reported that on the evening of (B)(6) 2013, the patient developed symptoms of shaky and cold. At 7:28pm, a few minutes after the onset of symptoms, the reporter stated she tested the patient¿s blood glucose with the subject meter and obtained blood glucose readings of ¿32, 35 and 32 mg/dl¿. She then gave the patient juice to drink. Seven minutes after the patient was treated, she retested his blood glucose with the subject meter and obtained a reading of ¿172 mg/dl¿. She rested him two more times and both times obtained a reading of ¿45 mg/dl¿. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20% and/or 20 mg/dl. At the time of the call she also mentioned that his blood glucose registered ¿51 mg/dl¿ with a continuous glucose meter (cgm). At the time of troubleshooting, the cca noted that the reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient symptoms and treatment correlated with the initial readings obtained with the subject meter. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ precision criteria.